Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va0sj7r, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient wanted guidance in changing their settings and changed from program 2 at 1.3v to program 3 at 1.3v. The patient had a bladder infection 3 days ago and they ran the test to confirm the infection. The patient was in the hospital. The patient had pain in the kidneys and bladder for the past 2 months. The pain was still present with the therapy off or turned down. The patient couldn¿t urinate since (B)(6) 2015 and was hospitalized for that. No trauma or falls were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported patient only got use of device till (B)(6) 2015. The patient and doctor thought battery might be defective. It was noted that (b)(6b) a replacement surgery is planned. The patient stopped stimulation could not feel it, used to be able to feel down to her feet. Used to be able to feel where was implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information via the healthcare provider reported the patient had psychological issues and the urinary issues the patient reported are not device related. The patient's history of urinary tract infection (uti) was too broad to record and too many dates to list. The patient was diagnosed with idiopathic urinary dysfunction and the history of the uti started years prior to the implant. The cause of the utis were noted as the patient not being able to empty the bladder on her own. It was indicated the utis were related to the patient's underlying urinary dysfunction. The battery was not thought to be defective and was only an allegation of the patient. It was indicated the patient declined explant of the system.

Event description:
It was reported that the patient wanted to increase stimulation as she had a lack of symptoms control. The therapy helped some but not 50%. The patient still had a lot of e.coli infections and was catheterized (cathing) 2-3 times a day. Her health care provider (hcp) told her that she would likely always need to "cath" but he expected the infections and the amount of times a day she had to cath a day to decrease. If additional information is received, a follow-up report will be sent.